Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and determined that the cause of the reported issue was that both high voltage contacts (sockets) were missing the inner sleeve which led to a consistent "connect electrodes" message.

Event description:
The customer contacted physio-control to report that their device was giving an "abnormal energy delivery" message after shocking in the device's paddle wells. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit could not deliver defibrillation therapy because the device would not detect that either the therapy cable or the hard paddles assembly was connected to the device.